Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-02-25. H6: investigation summary: bd received 1 samples and 5 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for slanted IV needles with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for slanted needle with the incident lot was observed. The most likely root cause of the slanted needles would have been bent needles received from the supplier, which caused a jam on the manufacturing line when loading the IV shield. This machine jam would have led to the further bending of the needle. Bd sumter is currently working with the cannula supplier in regard to cannula quality based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text: see h10.

Event description:
It was reported while using bd vacutainer® eclipse¿ blood collection needle there were issues with the safety shield. The phlebotomist obtained a needle stick injury, there was no report of the impact. The following information was provided by the initial reporter: the lock at the base of the needle has clipped in place but needle isn't centralised within the safety guard additionally, the customer provided the following additional information: ¿the phlebotomist involved did receive a needle stick injury from a used needle.¿

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4)

Event description:
It was reported while using bd vacutainer¿ eclipse" blood collection needle there were issues with the safety shield. The phlebotomist obtained a needle stick injury, there was no report of the impact. The following information was provided by the initial reporter: the lock at the base of the needle has clipped in place but needle isn't centralised within the safety guard additionally, the customer provided the following additional information: the phlebotomist involved did receive a needle stick injury from a used needle.